Event description:
It was reported that cartridge alarms occurred during insulin delivery with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer reverted to using manual injections for insulin therapy.